Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Boston scientific received information that this right ventricular lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. An invasive procedure was performed. This lead was replaced. During explant of the lead, it was noted that the lead came out in pieces. No adverse patient effects were reported.